Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous mid-left anterior descending (lad) coronary artery that is 90% stenosed. A 6f system was and pre-dilation was performed several times in lad #7 with a 2x5x15mm non-abbott balloon. During advancement of the 2.75x18mm xience skypoint drug-eluting stent (des), resistance was felt due to anatomy but ultimately crossed. During inflation of the xience skypoint, the balloon ruptured at 6 atmospheres during the first inflation. The xience skypoint des was simply withdrawn. A 2.75x15mm non-abbott balloon was used for additional dilations. A 2.5x18mm xience skypoint des was successfully deployed and post-dilation performed with a 2.75x15mm non-abbott balloon; therefore, completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.